Manufacturer narrative:
Manufacturer's report date: march 23, 2011. (B)(4). The device has not been rec'd for investigation. A f/u report will be submitted once the device has been rec'd and the investigation is complete.

Event description:
Customer reported an event occurred in the nicu during an on-patient evaluation of the alaris system. Two of the syringe modules had versed and dopamine infusing. Infusions were programmed about 5pm and around 8pm, the nurse noticed that the baby was agitated and she determined that the baby was not receiving the drugs via the syringe modules. The nurse took the alaris system off the baby and went back to using their existing syringe technology. Prior to this, the same pcu and syringe modules were infusing successfully on the baby for 1.5 weeks. The baby was reported as being okay. Four syringe modules were attached to the pcu, it is unk whether the other two modules were infusing. The entire system and both involved disposables will be sent back for investigation. Although requested, the customer had no further information they could release.